Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that center button was not responsive. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, a blank display was noted. After visual inspection, the battery compartment is corroded. The battery compartment was then wiped down with isopropyl alcohol. After reinserting a battery into the battery compartment, the device was able to display information on the screen, however, the middle (enter) keypad button did not work. Unable to perform the displacement and self tests due to the non-functioning middle (enter) keypad button. After another visual inspection, there is corrosion underneath the dome switches of the middle (enter) and down keypad buttons. Did not note any signs of previous moisture presence or corrosion on the battery board, any of the other boards, assemblies, and the motor inside the device. The connector on electrical board 1 was locked properly. The device also passed the keypad voltage test. The boards were then reinserted into a known good case with a fully functional keypad, and the device was able to power up normally. The software version was then able to be obtained. In summary, a blank display was noted after the initial battery insertion due to the severe corrosion inside the battery compartment, and a non-operable middle (enter) keypad button was due to the corrosion underneath its dome switch. Inserted a test p-cap into the retainer ring, and it locked in place properly. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.